Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, while doing the final lock, after the derogation maneuver, the surgeon found that the rod was not tightly blocked into the uniplanar screw heads. This in comparison with the upper and lower poly axial screws with the fixation to the rod was very solid. With the uniplanar screws, one could clearly see an unexpected medio-lateral movement / degree of freedom despite an ad-hoc tightening with the torque handle. Procedure was completed successfully without any surgical delay. Concomitant device reported: unknown torque device (part# unknown, lot# unknown, quantity unknown). This complaint involves four (4) devices. This report is for (1) viper2 straight rod300mm, cocr. This report is 2 of 4 for (B)(4).